Manufacturer narrative:
Complete initial reporter name -(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after ten days of intra-aortic balloon (iab) therapy, the console generated an autofill failure alarm. The console was changed with same alarm. The customer stated the balloon would most likely be removed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.